Event description:
It was reported that the patient was in the operating room for a lead revision. Her first lead was replaced, but high impedances were seen on the second lead, and the decision was made to replace her neurostimulator (see MFR. Rep. # 3004209178-2012-00860). When the new implantable neurostimulator (ins) was connected to the second lead the high impedances were still seen. The decision was made to remove the second lead and implant another. There were no abnormal impedances seen on the third lead, and it was reported that the patient was doing great following the surgery.

Event description:
The patient recovered without sequela.

Manufacturer narrative:
Lead: model 3889, lot# v802404, implanted: 2012 (B)(6), explanted: 2012 (B)(6). Lead: model 3889-28, lot# v802404, implanted: 2012 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of lead model # 3889-28, lot # v802404, showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.